Manufacturer narrative:
A certain® bellatek® encode® healing abutment 4.1mm(d) x 6mm(p) x 6mm(h) (item # ieha466) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information using the item # and lot # (DHR/IFU/rmf). No pre-existing conditions were noted on the per. The reported device was not placed due to the reported event. No pictures or x-ray images were provided. DHR review was completed for the subject lot numbers (1228704). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 1228704) for similar events and one other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not fit) or devices (ieha466). Therefore, based on the available information, device malfunctions could not be verified and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative. The following sections have been corrected: d2: type of the device.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Initial reporter fax number: not provided. Device has not been returned.

Event description:
It was reported that an encode healing abutment (ieha466) was unable to seat in the implant. Tooth location 14.